Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an increase in shock lead impedances (sli). At this time the values are high, out of range and signal artifact monitoring was recorded with the respiratory rate trend termination algorithm. A synch max energy shock was recommended to determine the real sli values of this ICD and rv lead that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an increase in shock lead impedances (sli). At this time the values are high, out of range and signal artifact monitoring was recorded with the respiratory rate trend termination algorithm. A synch max energy shock was recommended to determine the real sli values of this ICD and rv lead that remain in service. No adverse patient effects were reported.